Event description:
It was reported that on (B)(6) 2022. A patient presented with grade 4 degenerative mitral regurgitation (mr) with severe eccentric posteriorly directed jet, flail, left and right atrial dilation, diffuse pathology with a wide a2 flail, mitral valve area 5.91, and mild aortic regurgitation. There was difficulty with imaging due to the anatomy. A xtr mitraclip was prepared and deployed after all views showed satisfactory leaflet coaptation, insertion and leaflet capture. After the mitraclip was released, a single leaflet device attachment (slda) occurred, detaching from the anterior leaflet. A second xtr was implanted to stabilize the slda. After releasing the second mitraclip, a second slda occurred, also detaching from the anterior leaflet. The mr was unchanged, and open chest surgery was performed to explant both mitraclips, as there was a concern of the devices completely dislodging. Subsequently, a surgical valve replacement was performed. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported single leaflet device attachment (slda)/incomplete coaptation and image resolution poor could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the slda appears to be related to patient conditions (flail, left and right atrial dilation, diffuse pathology with a wide a2 (anterior 2) flail, severe eccentric posterior). The image resolution poor was related to patient and procedural conditions as difficulty with imaging due to the anatomy was reported. Unspecified tissue injury and mitral valve insufficiency/regurgitation appear to be due to the slda. Tissue injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.